Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting crosstalk as the right ventricular (rv) electrograms (egm) was being displayed on the atrial egm. Oversensing and noise were also noted. It was also reported that the implantable pulse generator (ipg) exhibited a suspected telemetry issue. Both the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.